Event description:
It was reported that (1) et45g was used during an unknown procedure. It was reported by the rep that the stapler would not open properly, had to struggle to open. Another device was opened to complete the case. There was no consequence to pt.